Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulties occurred.  Vascular access was obtained via the femoral artery. The concentric target lesion was located in the moderately calcified, moderately tortuous left circumflex artery. The lesion contained a <= 45 degrees bend. The lesion was predilated using an unspecified balloon catheter. Then a 2.50mm x 24mm promus element plus stent was advanced but it encountered significant resistance, so the device was not able to cross the target lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. A strut on the fourth row on the distal end of the stent was raised up. The tip was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).